Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg incision site was opening and the ipg was exposed. The wound specialist noted that it did not look like infection but did a wound vac and the patient was given antibiotic.

Event description:
It was reported that the patients ipg incision site was opening and the ipg was exposed. The wound specialist noted that it did not look like infection but did a wound vac and the patient was given antibiotic. Additional information was received that the patient was not compliant with the instructions given by the wound care physician and believed to be the reason why the incision was opening up. The patient underwent a revision procedure wherein the ipg was moved to a lower position on the same side it was on.